Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer stated that the malfunction occurred after a number of alarms. The customer did not specify what the alarms were related to. Tandem technical support couldn't not review pump data to determine the type of alarms due to the malfunction alarm. The customer's blood glucose (bg) level was impacted (300s mg/dl). The customer stated manual injections would be used to correct elevated bg level. It was indicated that the customer would use manual injections as alternate insulin therapy.